Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was a report that the patient fell and wanted the implantable pulse generator (ipg) checked but their battery was overdischarged. They think they last charged in (B)(6). It was reported that they were in a rehabilitation facility and was going to wait to get their battery charged until they were in a place that they could charge regularly. They were getting an MRI done but was told that their stimulator was not MRI compatible. The patient was looking into getting upgraded. The factors that led to the issue was the fall and patient compliance. No intervention was taken and no diagnostics were done. The issue was not resolved at the time of the report. No surgical intervention occurred. Relevant medical history includes spinal pain.

Event description:
Additional information received from the rep reported that the patient was in the hospital for reasons not related to the stimulator so he was not using it and not charging it. He was now ready to use it but could not charge. The device could not be read with the clinician programmer or with his charger. The rep was able to use the antenna locate to jump the battery and then charge normal to 25% so he could clear the power on reset screen. The issues were resolved at that time. The patient status at the time of this report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.